Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the staph infection. No lot release records were reviewed, as the product lot number was not provided.omnipod insulin management system ¿ user guidemodel: ust40017845-5a-aw rev b 09/17changing your pod chapter 3 / page 24warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to:¿ wash your hands¿ clean the insulin vial with an alcohol prep swab¿ clean the infusion site with soap and water or an alcohol prep swab¿ keep sterile materials away from any possible germs.changing your pod chapter 3 / page 33check the infusion site at least once a day:¿ be aware of signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider.¿ if you observe any problems with the pod, replace it with a new pod.living with diabetes 11 / page 115warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider.

Event description:
It was reported by the patient that they had a staph infection. The patient put lotion under the pod that was worn on the abdomen. The patient had no specific blood glucose values. The patient was not sure if the medication they were using was over the counter or prescribed. The pod was worn between 4 and 24 hours.